Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in carotid artery. A 10.0-31 carotid wallstent was selected for use. Upon unpacking, it was noted that stent was bent. The procedure was completed with a different device. There were no patient complications as a result of this event.